Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 400 units of insulin. The customer's blood glucose level was 252 mg/dl with large ketones, and was addressed by administering manual injections. During a follow-up call on 7/27/2017, the customer confirmed loading a new cartridge successfully.